Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system frozen will not come up. Upon functional test fse found that system stopped working. To resolved the issue flexvision pc's hard disc was replaced by fse. After replacement of the flexvision pc's hard disc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would not boot up. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.